Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a fault code 02 upon interrogation. A guidant technical services (ts) consultant discussed that this fault occurs when a capacitor fails to dump the energy during a capacitor reform. Ts recommended explant of the device, as critical shocking therapy cannot be confirmed. There have been no reported symptoms associated with this clinical observation.